Event description:
It was reported the device's software v.6.0.0 will not calibrate and did not deliver correct rate. No patient was involved.

Manufacturer narrative:
Other, other text: one infusion pump was received for evaluation. Visual inspection found the tamper seals were intact, and the device was observed to be in good physical condition. The device?s event history log was reviewed for evidence of the reported event, nothing was found. To conduct functional testing, the device was powered up and an occlusion test was performed. Upon power up, no problem was found on the device. The device passed all functional testing. The product is beyond a year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a DHR review was not performed. Service history review identified this device was last serviced in july 2022 and there was no indication of a service issue during the investigation.